Event description:
Information was received that a vns patient was having their device explanted for infection. The patient picked at their chest incision and it became red and infected. The patient was treated with keflex but the infection did not resolve. Wound cultures showed staph aureus. The patient had a portion of their lead removed and their generator. A decision will be made in six months as to whether the patient will be reimplanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization of their generator prior to distribution.

Event description:
Additional information was received that at (B)(6), the patient tested (B)(6) in the nares so was placed on 4 week course of antibiotics. The patient is pending repeat culture/clearance at this time before further interventions are planned.